Manufacturer narrative:
Failure mode: overheating insert. Root cause: various electronic problem - miscellaneous electronic problem (ready for download, does not turn on, etc.). Conclusion code: routine repair. Repair was completed in york and send back to the customer on august 21. Ft cntrl,cable,recep damaged the fc is damaged, have dead spots, causing intermittent water flow/vibration damaged water solenoid, cannot regulate water flow, damaged fc batteries powder cap pointer is cracked, missing water filter, worn out nozzle grip, leaking air, pinched tubings. Check the calibrations. Unit will be repaired upon estimate approval. No issue with the insert. Customer complaints are monitored during monthly psc meetings. The failure mode mentioned in this complaint is also identified as a potential hazard in the corresponding risk management file. Therefore, no additional action is necessary.

Event description:
In this event it is reported that cavitron jet plus package-2015 while used being used it is alleged that the insert got hot. No injury occurred.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.